Manufacturer narrative:
Investigation results for the returned platform are as follows: visual inspection of the returned platform was performed and found no visible or physical damages to the platform. Unrelated to the reported complaint, it was observed that the platform's archive data could not be downloaded via the ir port. Further investigation determined that the ir port of the processor pca assembly was defective. The archive data was downloaded through the device's software instead of the ir port. A review of the platform's archive data was performed and found multiple occurrences of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages on (B)(6) 2015, rather than on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. The reported ua 7 was also duplicated when the returned platform was powered on for functional testing. Further functional testing could not be performed due to the ua 7 message. A load cell characterization test was performed, which confirmed that load cell module 2 was under-reporting values. Based on the investigation, the parts identified for replacement were load cell module 2 and the processor pca assembly. In summary, the customer's reported complaint of the platform displaying a ua 7 message was confirmed through review of the platform's archive data and was also replicated upon functional testing. The root cause was determined to be a defective load cell module. After replacement of the load cell module, the platform successfully passed all final functional testing.

Manufacturer narrative:
Zoll (B)(4) confirmed the customer's reported event and found that the left load cell was not detecting properly. The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a device check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. No patient involvement was reported. No further information was provided.